Manufacturer narrative:
The analyzer operator was provided phone support troubleshooting assistance and was able to resolve the leak by replacing I-beam tubing through pinch valve pv27. The instrument was verified and the leak and the differential recovery issues were resolved. Per follow up contact with the operator on 03/30/2016, the analyzer has been operational. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained leak of 30 ml of fluid from a coulter lh 500 hematology analyzer while troubleshooting for no differential recovery. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the event, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.